Manufacturer narrative:
Flow test in which water was injected through catheter and fluid flowed freely throughout the end. There were no negative results found with flow test. Microscopic examination at the break site revealed a jagged edge which could have been caused by a sharp instrument during implantation, which caused the breakage. There was no add'l info rec'd after the initial report.

Event description:
It was reported that a pt experienced shunt malfunction (ventricle swollen) following inplatation of a shunt in august of this year. It was reported that at the revision operation, breakage of the catheter was found. There was no pt injury reported.